Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: e1 updated physician information.

Event description:
Additional information indicates, the patient was also experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced, and the ipg pocket was relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information such as weight. Further information was requested but not received.

Event description:
It was reported, the patient's leads had coilded around the ipg. As a result, surgical intervention may be undertaken to address the issue.